Event description:
It was reported that during a supply change on the ilet, the user pressed and held to observe drops and delivered 30 units when the cartridge was found to be leaking, with insulin pooled inside the ilet; the user's reported a blood glucose of 323 mg/dl and the event is characterized as a leak/splash involving the reservoir component, and the user associated with this issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed leakage consistent with a seal issue in the reservoir, aligning with a device leak/splash. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.